Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch mw5093906) that a female patient underwent an unknown breast surgery with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including shortness of breath, premature ventricular contractions, headaches, numbness in lips and hands, severe joint pain / muscle pain, confusion, diagnosed with fibromyalgia, essential tremors, bilateral numbness / tingling to hands/feet, constant headaches, vision issues; twitching, blurry vision, spasms, and severe fatigue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.